Event description:
Overinfused in 2001, approximately 2am, a heparin drip was started at 10ml/hr. 250ml (100units/ml) were hung, approximately 1 hour later, nurse found bag empty. The patient was evaluated. The pump was removed to the pharmacy and was checked at 10ml/hr for 1 hr, and the pump delivered 10mls.